Event description:
Information was received indicating that during use of the cassette, the pump exhibited a "no disposable, pump won't run" alarm. It was also reported that a "no disposable, clamp tubing" alarm had been "resolved previously." It was reported that the cassette was switched to the backup pump and the same error occurred. Per reporter subsequently a new cassette was mixed which did not work on primary pump, but did work on the patient's backup pump. No adverse patient effects were reported.